Event description:
Reporter alleged there was a pt death in relation to blood glucose results obtained between blood glucose monitoring devices and lab results. Reporter stated in 3/2005, the pt's glucose result on device "a" was 83 mg/dl at 6:09 pm. Reporter indicated not giving the pt insulin after the 83 mg/dl result because pt was on a sliding scale. Reporter stated in 3/2005, pt's glucose result on device "b" was 465 mg/dl at 9:41 pm. Reporter indicated treating pt with 10 units of regular insulin and 24 units of lantus. Reporter stated, next day, the pt's glucose result on device "a" was 201 mg/dl at 5:51 am and lab draw was obtained at 5:30 am where it was sent to the lab at 5:52 am and obtained a result of 10 mg/dl. Reporter alleged the 10 mg/dl result was reported to the "floor" at 7:24 am by the lab and then a nurse tested pt on meter "a" and obtained a result of "lo" at 7:24 am. Reporter stated a resuscitation team was called and pt was given glucose, amount not provided. Reporter indicated the pt never regained consciousness after the incident and died at 6 pm in 2005; however did not indicate the time or cause of death. Reporter stated documents detailing the event were missing. Reporter indicated that pt was on a feeding tube reportedly containing a product stated on the MFR's labeling to cause overestimation of glucose results. Reporter alleged the feeding tube had been leaking and was turned off; however documents were reportedly missing and unable to tell when tube was turned off. Reporter alleged the pt was still given insulin but was not fed. The co rep contacted the reporter several times to obtain more info on the alleged incident and the reporter alleged discrepant info on each occasion which has been reported. Reporter indicated controls were performed and found to be in range for 3 days. Request was made for the return of the suspect device and replacement product was sent. Reference medwatch 1823260-2005-03017.